Event description:
A report was received that the patient was experiencing frequent charging of the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent revision procedure wherein ipg was replaced. No device malfunction was suspected. The patient was doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing frequent charging of the ipg. The patient will undergo an ipg replacement procedure.